Manufacturer narrative:
A vyaire field service engineer (fse) has been dispatched to perform an onsite evaluation. Upon completion of a final evaluation, a follow-up report will be submitted.

Event description:
The customer reported while using the vela ventilator, the unit went inop. The customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported issue and determined the most likely cause of the event is the main printed circuit board assembly. The fsr replaced the main board, calibrated the transducers, and performed a complete operational verification procedure (ovp). The fsr verified volumes, pressure, and blender according to service specifications.